Manufacturer narrative:
The device remains implanted in the patient.

Event description:
Is was reported one day after treatment of an aneurysm to the left internal carotid-cavernous segment with the subject stent, a small infarct in basal ganglia was seen on computed tomography imaging. The physician also reported the patient suffered mild paralysis of the upper and lower limbs and in his opinion the patient would recover within a week. No further information is available.

Manufacturer narrative:
F10/h6 health effect - clinical code - corrected. Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the procedure itself was completed without any problems, but CT on the day after the procedure revealed a very small infarct in the basal ganglia. The patient appeared to have neurological symptom which was mild paralysis of upper and lower limbs. The physician determines paralysis to the extent that the patient will recover within a week. The reported events of 'patient abnormal imaging finding¿ and 'patient neurological deficit' are known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
Is was reported one day after treatment of an aneurysm to the left internal carotid-cavernous segment with the subject stent, a small infarct in basal ganglia was seen on computed tomography imaging. The physician also reported the patient suffered mild paralysis of the upper and lower limbs and in his opinion the patient would recover within a week. No further information is available.